Manufacturer narrative:
Plan x-ray ap/lateral, sagittal CT and axial CT of l5 show a fusion with posterior screws and rods at l5-s1. No evidence of medial placement noted on CT. Left sided s1 screw appears more medial on ap film. Axial CT of s1 was not provided, we are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however a like device catalog # 86746545, was cleared in the united states.

Event description:
It was reported that a screw was found implanted at an inappropriate angle post a l5/s1 spinal procedure. The pt reportedly developed numbness post op. It is believed that the symptom was possibly induced by the screw. The revision surgery was performed 7 days post op to correct the screw position at left side s1, the rod at the same side was replace at the same time. The pt's symptom reportedly was resolved post the revision surgery.